Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system locked up during a case. The 6600 system had to be re-booted and the procedure was completed without further incident. No patient injury was reported.